Event description:
This is an international report of a leak that was found in the cassette. There was patient involvement, however no patient injury or medical intervention was reported with this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak which cannot be confirmed and the assignable cause was not determined due to the sample was not returned. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.